Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively iol opacification has been observed. The iol implantation was performed on (B)(6) 2024 and at the patient's post-op visit in (B)(6) 2024 their va was 6/9.5 minus - correct -0.5, -.5 @20 (patient not happy with visual acuity). On (B)(6) 2024 a supplementary sulcoflex toric was implanted. Post-op visit (B)(6) 2025: vision 6/6 (no complaints). On (b)(60 2026 the patient presented with "red eye" and raised iop. 19-mar-2026 diagnosis of "temporo pupil transillumination" and pigment dispersion in anterior chamber. On (B)(6) 2026: sulcoflex lens explanted (for sulcoflex iol see (B)(4). On (B)(6) 2026 vision 6/7.5 and "hazy vision" reported, diagnosed as opacification. Plan: lens explantation and exchange for a monofocal iol. Patient on alphagan p drops for iol stabilisation. The healthcare facility has been asked to retain and return the lens following lens explantation, "iol calcification" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "opacification of iol" and/or "material opacification": perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract + vitrectomy - currently idiopathic opacification, exposure to silicone oil, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials, MRI, x-ray, corneal surgery), and idiopathic. Rayner IFU contraindicate "active ocular diseases" (e.g., chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication) and "corneal decompensation or endothelial insufficiency". Our review of production records for the rayone emv toric rao210t 044239195 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t 044239195. Currently, there is insufficient evidence and information available to determine the root cause of the event.

Event description:
On 1st june 2026, rayner received notification from healthcare facility in australia of an event that occurred following implantation of a rayone emv toric rao210t. The event description provided states that post-operatively opacification of the iol has been observed.